Event description:
It was reported that the customer experienced low blood glucose levels and that the sensor glucose reading was inaccurate. The blood glucose reading was 46 mg/dl, compared with her sensor glucose reading of 103 mg/dl. The customer stated that she had symptoms of low blood glucose and knew this was incorrect. She stated that the insulin pump alarmed low suspend. She declined troubleshooting for the issue and was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch # 2032227-2015-02805.